Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the ra lead was explanted. The explanted products were sent to pathology. No additional adverse patient effects were reported. The ra lead was not returned for analysis.